Event description:
A uf reported that an airway tube broke while it was being used in a pt. The break was noticed when the mask was removed from the pt and it came out it two pieces. There was no pt injury or problems. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The uf has been requested to return the device to the MFR for evaluation.